Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab evaluated the device. A review of the device logs revealed a drain volume that meets the iipv (increased intra-peritoneal volume) criteria. The cause for the iipv found in the device logs was determined to be insufficient drain - one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. The device's service history record was reviewed and no issues were identified that may have contributed to the iipv. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 4. The patient's drain volume was 3065ml. The fill volume was 1600ml; which meets iipv criteria. Product surveillance left a detailed message with the clinic technical regarding the iipv event. The technician will notify the nurse and will advise the nurse to call if she has any questions. No patient injury or medical intervention was reported. The patient has been transplanted since this event. No further information is available.